Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose that was running between 400 mg/dl to 600 mg/dl. The customer stated that they feel like they were not getting the correct amount of bolus. The insulin pump will not be returned for analysis.